Event description:
Additional information: a proximal type I endoleak was observed on CT imaging three weeks post index procedure. Death certificate stated that the patient suffered cardiac arrest. The investigator assessed that this event was neither device nor procedure related. The cause of death listed on the certificate is sudden cardiac death.

Manufacturer narrative:
Results: inherent risk of procedure (death, cva). Lack of information (unknown cause of death). Conclusion: lack of information (unknown cause of death).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak).

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 5.6 cm diameter thoracic aortic dissection with a true lumen diameter of 33 mm and a false lumen diameter of 17 mm approximately four months ago. The site of the entry tear was in the proximal descending aorta at the lsa and extended to the infrarenal abdominal aorta. The right and left iliac arteries were 10 mm in diameter. The access vessel had mild tortuosity and calcification. The aorta had mild tortuosity. It was reported that the patient passed away 11 days post implant of an unknown cause. The investigator assess that it is unknown if the death was related to the study device or study procedure. The patient had a cva and experienced ''a few new lacunar cerebrovascular accidents'' during the post procedure phase. Please note that this model number vamc4040c150tc is not approved in the united states; however, it is similar to the vamc4040c150tu which is approved in the united states.